Event description:
The customer called for help with his contour meter. He performed control tests during the call and rec'd a result of 371 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found all strips to read e11 when tested. E11 confirms exposure to moisture which may have been the cause of the customer's high results.